Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported seeing ghosting around images and rings around light sources following bilateral intraocular lens (iol) implant surgeries. He also reported that he is "thrilled" with his distance and near vision. He stated that his surgeon has advised him to "give time for neuroadaptation to occur." At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.